Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii proximal seal rolled but did not come out of the loading device; it got stuck. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a general surgery the device would not hold the clips at the first firing. The device was left in a bag in materials with a note and no additional information nor contacts. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.